Event description:
On 2/9/84 an ipp device was implaned. On 11/28/84 the cylinders were revised. On 3/12/85 the left cylinder was revised. On 8/27/85 the cylinders were revised. On 6/19/86 the right cylinder was revised. On 4/29/91 the pump was revised. On 3/5/97 the cylinder and pump were removed from the pt and replaced due to aneurysm - left cylinder.